Event description:
The customer reported that during an arm amputation, the device jaws were applied to muscular cancer state tissue, that was described as being very thick, and the knife blade came off the track while cutting the tissue. The knife is reported as protruding from the jaws. The surgeon opened another instrument in order to successfully complete the procedure. There was no blood loss or patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.